Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, further information provided by the customer and the legal manufacturer's final investigation. New information was added to the following fields: d9, h3, h4, h6. According to the customer, the issue occurred during a therapeutic gastric sleeve procedure. The patient was under anesthesia, there was a delay of 5 minutes, no additional treatment was required, and the intended procedure was completed using a similar device. There was no report of patient harm. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, as olympus was unable to reproduce the reported e226 error, root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video elite system displayed error code e226 (scope communication error). The issue occurred during an unknown event. There were no reports of patient harm.